Event description:
Drive medical has received an attorney letter alleging an incident involving a pt lift allegedly imported and distributed by drive medical. It is reported that the pt was being transferred from a chair onto a bed by a live-in nurse, when the lift collapsed causing the pt to fall. The pt went to the hospital six (6) days after the incident and was allegedly diagnosed with a fractured hip that required surgery. This MDR report is based on the info provided by the claimant's attorney.